Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cylinder hose exhibited a metal handle, with the packing joint o-ring and o-ring stopper missing. This issue was identified during a pre-use inspection. There were no reports of patient involvement.